Event description:
It was reported that the opaque plastic that connects to the om-8000 broke off. As there was not another smartstitch m-connector the surgeon resorted to a mini open. No further complications were encountered and the pt was not put at risk due to the event.